Event description:
It was reported that the patient experienced bradycardia and periods of asystole. It was noted that failure to capture at high outputs, failure to sense and a drop in pacing lead impedance was observed on the right ventricular (rv) lead. Rv lead dislodgement was confirmed. During a procedure to replace the lead it was noted the helix screw would not extend. The rv lead was explanted and replaced. The patient was stable.